Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported as "draft from the air"; however this could not be clarified, therefore the cause of the event was assessed as unknown. The patient was not hospitalized for the event. Treatment details and action taken with pd therapy were not reported. At the time of this report, the patient is recovering. No additional information is available.